Event description:
It was reported that the procedure was to treat an 80-90% stenosed lesion in the mid right coronary artery. Pre-dilatation was performed and the 4.0 x 15 mm vision stent delivery system was advanced without issue; however, it was noticed that the stent dislodged from the sds balloon and remained on the sds shaft. The device was removed without issue and the vessel was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent implant was returned stationary on the balloon, but not between the markers. A conclusive cause for the stent movement could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.